Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic stated that the insulin pump had an issue with return and up arrow buttons. Customer stated that they had to press insulin pump buttons harder or multiple times to work. Customer also stated they had to rewind more than once to get priming complete. Customer reported hairline crack across the bottom of the insulin pump and insulin pump has rejected new batteries. No harm was required during medical intervention. The insulin pump will not be returned for analysis.